Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has not yet been received. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a vinci-assisted surgical inguinal hernia bilateral procedure, while dissecting tissue, the force bipolar grasping grip broke, and a small piece of the instrument broke off. The small piece of the instrument was retrieved, and both the instrument and fragment were removed from the abdomen. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed a visual inspection of the instrument was done prior to placing the sterile instrument on the field mainly to inspect the integrity of the packaging for sterility. This instrument was on its first use and not more than 15 minutes into the procedure. The instrument was being used to dissect soft tissue in the inguinal area of a hernia. The surgeon did not comment about difficulty using the instrument nor were there collisions with any other arms and it was on the initial insertion of the procedure. The instrument was straightened prior to removal other than the grip being out of position. The fragment was removed with a laparoscopic grasper and no damage was noticed to the cannula. The case was completed robotically without complications to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.6090" x 0.2015" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The conductor wire is broken as it is designed to be attached to the grip tip and the molded insulator is broken and has a piece missing. The complaint was confirmed by failure analysis. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. Electrical continuity test was not fully performed as one grip tip is missing. The conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did show damage. The grip tip is broken and molded insulation broken and missing. The instrument was also found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.1130" x 0.0510" in size. Components adjacent to this broken molded insulator do show damage. The grip tip is broken and missing and the conductor wire broken and exposed.

Event description:
Refer to h11 for follow-up information.